Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was confirmed by functional test. The cause was the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the problem. After the repair the device passed functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump was not detecting cassette, and the downstream occlusion was damaged. The fault occurred during testing. There was no patient involvement and no patient harm/no adverse event reported.